Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained low blood glucose levels since she had began insulin pump therapy. The blood glucose reading at the time of the event was 46 mg/dl, which was treated with food. The customer stated that she had experienced low blood glucose for almost a week. The most recent blood glucose reading was 176 mg/dl. Upon troubleshooting, it was found that the reservoir showed more insulin than what was shown on the status screen. The customer was advised to consult with her doctor regarding low blood glucose, to monitor the insulin pump, and to call back if the issues persisted. Nothing further reported.